Event description:
During re-embolization of a grant aneurysm the rapid transit was pushed into the aneurysm coil mass. Approximately 10 gdc coils were delivered. When the rapid transit was removed, the distal marker band was unwoven.